Manufacturer narrative:
Batch review performed on 13 march 2024: lot 2105294: (B)(4) items manufactured and released on 28-jun-2021. Expiration date: 2026-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 13 march 2024: gmk-sphere 02.12.0311fl tibial insert fixed sphere flex size 3/11 mm l (k140826) lot 2008566: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery for knee instability and the cause is unknown. At about 2 years and 4 months post primary the surgeon revised the insert and femur and the surgery was completed successfully.